Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. There was no prime anomaly or error alarm during testing. The display functioned properly and there was no display anomaly on the device. The insulin pump was received with scratches on the display window. (B)(4).

Event description:
Customer reported via phone call cosmetic damage and high blood glucose levels. Customer's blood glucose level was 510 mg/dl. Customer advised they vomited as a result of high blood glucose levels. Troubleshooting for cosmetic damage was performed. Customer advised there was a black line on the display screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.